Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. H6 conclusion code 68: failure observed during analysis. A partial lead measuring 63.7cm was returned in two segments for analysis. External insulation abrasion was noted at 8.3-9.4cm, 8.2-9.0cm, and 9.3-9.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 7.0-9.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 27.5-27.9cm from the distal tip. The etfe coating was intact at these locations. (B)(6).